Event description:
It was reported that the cycle in atrial sensing test was set to decrement/increment every two cycles, but was intermittently incrementing/decrementing after three cycles on the merlin programmer. No changes or intervention was performed. There were no patient symptoms as a result of this, and the patient condition was stable.